Event description:
It was reported that during a gastric bypass procedure, the device kept sticking. The jaws would not open. They had to manually open the jaws. The device was used for a while and then they switched to a new one. There was no patient impact.

Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip broke off. The camp arm could be opened and closed properly, and was not sticking. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The scratched and cracked blade is not related to the reported issue of the jaws not opening and sticky.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.